Event description:
Healthcare worker experienced an anaphylactic reaction ofter wearing sensicare powderfree medical examination gloves. Benadryl was administered. Symptoms included hives, reddening of hands and difficulty breathing.